Manufacturer narrative:
This product is included in the "updated info - inflammatory mass (granuloma) at or near the distal tip of intrathecal catheters" communication dated january 2008.

Event description:
It was reported that the pt had been falling and was having increased pain. One week later, the pt reported more falls and weakness to her legs. At that time, an MRI and x-ray were ordered. An MRI in 2008, showed a granuloma at the catheter tip. The pt's entire system was removed. The pt outcome was reported as "serious injury/illness - ongoing". The pt was receiving methadone and compounded baclofen via the pump.